Manufacturer narrative:
The valve was returned to the manufacturer for investigation. After decontamination, the valve was visually inspected without highlighting elements of non-conformity according to the specifications. The leaflet #2 is slightly open, but it is in the tolerance limits. The height of each leaflet has been verified by means the specific tool and it resulted in conformity. In order to allow an exhaustive evaluation of the functional behavior, the returned valve underwent hydrodynamic testing in simulated physiological conditions. The results showed that the effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean aortic pressure of about 100 mmhg is 2.26 cm2, well above the iso 5840 minimum requirement 1.05 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 5.2 % and it is below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad. No anomalies were observed during the open/close cycle in both normotensive and hypotensive conditions. Although a leaflet (i.e. The leaflet #2) can appear stretched / tensioned in a visual inspection conducted on the valve ''relaxed'', it is not to be considered an exhaustive aspect to judge the potential behavior of the valve once implanted. Furthermore, a review of the steady flow test performed at the time of manufacture a release was also performed. The results demonstrate the acceptable opened and closed leaflet performance of the perceval pvs21 sn# (B)(6). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection defined in the device function test at the time of release. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because the claimed issues were not observed during the investigation carried out. No regurgitation and no open/close anomalies were observed during the functional test under hydrodynamic testing conditions. Based on the manufacturer¿s clinical experience, possible root causes related to events of intra-operative central leak/aortic insufficiency could be related to a device misizing or device mispositioning. However, based on the information available, a definitive root cause cannot be established at this time.

Manufacturer narrative:
The manufacturer is sending a correction report to the follow up provided on (B)(6)2021. D9 and h6 have been properly updated to report the device receipt date and the appropriate coding. The manufacturer is performing further investigation and an update will be provided upon completion.

Manufacturer narrative:
The valve received has no pre-existing defects. In general, it still presents it self in discrete conditions (sec.proc.850-08ip200) . There are some traces of blood. The height of each leaflet has been verified by means the specific tool (i.e. Vqd50-q1862), and it resulted in conformity. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed and the visual inspection , no manufacturing deficiencies were identified and the height of the leaflets are in conformity. The manufacturer attempted to follow up on the reported event but no further information has been received to date. As no further investigation is possible at this time, the manufacturer will proceed with the case closure at this time. Should further information be received, the case will be reopened and further actions may be taken as applicable.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at corcym canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Further investigation is ongoing. The manufacturer will updated the reporting activity upon receipt of additional information.

Event description:
On (B)(6) 2021, a perceval valve pvs21 was attempted to be implanted. After the valve implant, on the echo a large central aortic insufficiency was observed. After opening back up, it was noted that the valve looked well positioned but one of the leaflets appeared shorter than the other two and would not coapt. An inspiris valve was sewn in at that point instead. This event added approximately 60 mins of bypass.